Event description:
Affiliate reported that there should be 10 pieces within a pack, but there were 11 pieces. It is incorrect and will cause confused.

Manufacturer narrative:
Codman has received the product. Upon completion of the investigation, a follow-up report will be filed.